Event description:
We received an allegation about discrepant results for 1 patient serum sample tested with elecsys hcg+beta (hcg+b) assay on a cobas e411 immunoassay analyzer (rack system). Initial result: 0.100 miu/ml (accompanied by a data flag). The physician questioned the initial result as it did not match the patient's history of positive results and the sample was then repeated. Repeat result: 1755 miu/ml.

Manufacturer narrative:
The cobas e411 rack serial number was (B)(6). The pinch tubes were changed on 15-july-2024 and the liquid flow cleaning was last performed on 29-aug-2024. The calibration was last performed on 18-july-2024. Qc was performed on the day of the event. The customer mentioned that the sample did not have any fibrin or foam. The investigation is ongoing.

Manufacturer narrative:
The calibration performed on (B)(6) 2024 was within expectation. A general reagent problem was not present, because the qc prior to the event was within range. The alarm trace showed no abnormalities. The instrument's data was checked and it was within specifications. The system was clean. The investigation did not identify a product problem. The cause of the event could not be determined.